Manufacturer narrative:
The investigation for the reported placement signal issues has been completed. The impella device has been returned for evaluation. The returned pump was connected to a console and the placement signal not reliable issue was unable to be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that after successful insertion of the impella cp, the console gave a yellow alert ¿placement signal not reliable¿. The impella cp was in good position, with no kinks in the cable. The pump operated properly during the entire case with no other issues. It is unknown how the reported issue was resolved. No patient harm was reported.